Event description:
A malfunction alarm was reported by the customer, identified as code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to their health. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.